Event description:
In (B)(6) 2014, rayner intraocular lenses limited identified internally identified a potential weakness of the outer paper pouch seal that encases the blister pack. An investigation was instigated in order to ascertain whether the seal width on affected paper pouches were within minimum tolerances (seal width 6mm) as specified by bs en 868-5:2009, "packaging for terminally sterilized medical devices". At 100% inspection was carried out and the investigation concluded that not all seals were within the minimum tolerance seal width. A review of our distribution history identified that two of the devices suspected to have a seal width below the minimum tolerance required had been released to the market. The decision was taken to contact the two customers and request the return of the device in their possession. For further info please refer to rayner intraocular lenses limited's MDR 9611165-2014-00037.